Event description:
The customer reported that the insulin pump alarmed while attempting to change the infusion sets, and insulin squirted out during the manual prime as well the device was stuck in the prime loop. The blood glucose reading was 134mg/dl. Troubleshooting was performed, and the customer was unable to describe any possible damage to the drive support cap. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, and scratched screen.